Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
International customer reported that an air leak was noted near the exit port on the second day of use. The device otherwise functioned as intended. No adverse patient consequences were reported.